Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received stating that surgical intervention took place where the system was explanted to address the issue.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient has not used the stimulation for a while.the patient also has one nervo lead and needs an MRI, thus needing a compatible system. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.